Manufacturer narrative:
Additional information was received that there will be no further course of action. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient could not feel the stimulation. An impedance check revealed that the lead displayed high impedances. An x-ray confirmed the lead was fractured. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient could not feel the stimulation. An impedance check revealed that the lead displayed high impedances. An x-ray confirmed the lead was fractured. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient could not feel the stimulation. An impedance check revealed that the lead displayed high impedances. An x-ray confirmed the lead was fractured. The patient will undergo a lead replacement procedure.